Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Vaginal burning [vulvovaginal burning sensation]. Didn¿t feel like it went in all the way - tampon [device deployment issue]. Case narrative: consumer reported via social media that tampon didn't feel like it was inserted all the way. No serious injury reported.